Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. This report is being sent as an initial report instead of a follow-up no. 1 report because the initial follow-up report was rejected due to the initial report/prior supplement not being received. Due to the rejection, we have resubmitted this report as an initial report to ensure all required fields are completed. All information from the original initial report is included in this follow-up report. Additionally, we are providing the completed investigation results. Attached for your reference is the follow-up attempt and the initial MDR submitted on 08 nov 2024. Two (2) photos of the device were provided, and the carrier tube, hemostasis sheath, suture, and tamper tube were identified. The carrier tube and hemostasis sheath were fully connected and fully rear locked, and the suture was deployed from the device with the tamper tube. The suture appeared to have been cut at the distal tip and may have been torn at the proximal end. No other damage or issues were identified. The complaint was confirmed for a potential suture breakage. The exact root cause cannot be determined. The likely cause was determined to have been excessive force during device withdrawal or during tamping, resulting in breakage of the component. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that during the deployment of the involved angio-seal device, the handle detached from the suture with minimal force. Despite this, the operator successfully deployed the device using the remaining suture. Both the suture and handle, now contaminated with yttrium-90 radioisotope, are being held in nuclear medicine at the hospital. There was no harm to the patient. Remedial actions taken by the healthcare facility included successfully continuing the deployment of the device. The device components were retained. Additional information was received on 15 oct 2024: as previously described, it appeared that the connection between the suture and the housing/handle failed as the device after deploying the footplate was withdrawing. The traction force was minimal and seemed to detach just as the footplate engaged with the vessel wall. The procedure being performed was a selective internal radiation therapy (sirt) using a 6fr sheath. An angiogram was performed, and an ultrasound-guided puncture was used. The vessel was also imaged before angio-seal deployment. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Standard access and insertion of all products were achieved. The blood loss was minimal and not recorded. No concomitant medical products were used with the angio-seal.